Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said the device stopped working; they stopped feeling stimulation and therapy was not helping. At the time of the call, the patient was wet and had to change. As a result of what was reported, the patient was told to follow up with their healthcare provider (hcp) if the new patient programmer (pp) (issue with old pp is documented in another event) does not connect to their ins either. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s healthcare provider sent them to the hospital for surgery. It was stated that everything is fine now. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient received their new programmer but was continuing to still have the same issue and was getting poor communication with and without the antenna. Patient stated they not only had issues with being wet with urine but also had bowel leakage. No further complications were reported.